Manufacturer narrative:
Correction b5: additional information received reports that the impedance issues were not due to the leads, and therefore this is no longer reportable.

Event description:
Additional information received reports that the impedance issues were not due to the leads, and therefore this is no longer reportable.

Event description:
It was reported that the patient has ineffective stimulation due to high impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.